Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the device check at a previously follow up 3.5 years battery longevity was noted, while at a recent follow up 1.5 years remains was noted but only six months had passed since the last follow up. Premature battery depletion was alleged. When the device was interrogated by the programmer again 3 years remaining was shown. An inquiry regarding replacement recommendations was needed from boston scientific technical services (ts). No adverse patient effect were reported. Ts noted that a data disk and printer memory locations or memory dump was needed to do a longevity analysis for this device. Ts noted there were no device resets or recorded memory errors. Ts also noted that there is no evidence the device has been in retry mode, but the device may be switching current bins causing the device and programmer to calculate the longevity seen. A follow up was planned in one month.

Event description:
At this time no additional information regarding a follow up was obtained.